Event description:
It was reported that a perforation occurred in a symptomatic patient. The leads and device were explanted. The patient is currently under observation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.